Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The 80% stenosed lesion being treated was located in the mildly tortuous, moderately calcified proximal obtuse marginal (om). The lesion was predilated with a 2.75mm quantum balloon, inflated to 14 atm for 30 seconds. The physician was attempting to place the 2.25x24mm taxus express2 atom drug eluting stent, but kept getting 'hung up' going through previously placed overlapping non-bsc stents, which had stenosed. Force was used during advancement of the 2.25x24mm stent, but the physician was unable to cross the stents. When the physician pulled the stent into the non-bsc guide catheter, the stent stripped off the sds balloon in the left main and traveled to the right femoral artery. The stent was retrieved using a retrieval catheter. Pt status reported as "ok".